Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance of the right ventricular lead in the superior vena cava was greater than 200 ohms. The svc portion of the lead was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high resistance/impedance. Out of tolerance subthreshold lead impedance was recorded on (B)(6) 2010. Superior vena cava electrode impedance rises from 54 ohms the week of (B)(6) 2010 to a high of 254 ohms the week of (B)(6) 2010, and back to the approx. 50 ohm baseline the week of (B)(6) 2010. The device is part of the advisory for this model.

Event description:
It was reported that the impedance of the right ventricular lead in the superior vena cava was greater than 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.